Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, infection, recurrence and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). Details: it was reported that following insertion the patient experienced frequent bladder leakage, urgency and pressure, stress urinary incontinence, urinary tract infection. It was reported that patient underwent mesh revision on (B)(6) 2010 by dr. (B)(6) due to vaginal erosion of mesh.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary problems, bleeding and vaginal scarring. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2013 by (B)(6) due to significant history for previous tvt failure.